Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing/download test with nordic bluetooth device was performed and passed. No share log was available for review. A review of the bin file was performed and a low transmitter battery alert was found in the log. The probable cause was determined to be low transmitter battery voltage. In addition, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).